Manufacturer narrative:
See manufacturer report # 2029214-2021-01213 and 2029214-2021-01214 for the other coils involved in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that three axium coils prematurely detached before deployment. The coils were replaced, and the patient did not experience any injury or complications. The patient's blood flow was normal. Ancillary devices include a boston scientific xf guider soft tip guide catheter, excelsior sl-10 microcatheter, and transend ex-soft guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there were no detachment attempts made. There was no kink/damage observed on the pushwire. The vessel tortuosity was moderate. Lesion characteristics were noted as basilar. The device was prepared as indicated in the IFU.

Manufacturer narrative:
Product analysis: as found condition: three axium prime coils were returned for analysis within a shipping box; within individual opened axium prime outer carton; within individual inner pouches; within individual dispenser coils and within individual introducer sheathes. The excelsior sl-10 micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: the actuator interface was found securely attached to the coupler tube. The break indicator was found intact. There were no evidence of detachment attempts at these locations. The coin was found still against the lumen stop. The shield coil was found intact. The implant coil was still attached to the pusher and found damaged within the introducer sheath. Testing/analysis: n/a conclusion: based on the analysis performed, the customer report of ¿premature detachment" could not be confirmed for pli-30 as the implant coil was still attached to the pusher. The cause of the detachment was due to the break found with the implant coil. Possible causes for coil breaks are tortuous anatomy, coil not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation, or user advances/retract the coil against resistance. As the sl-10 micro catheter was not returned for analysis, any contribution of the sl-10 towards the premature detachment could not be assessed. There was no indication that the event is related to a potential manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.